Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient was not sure if the device/therapy was working as they increased the stimulation to 8.0 and did not feel anything. In addition, the patient reported that it was not easy to move around while sleeping and was not sure if the wires came loose and thought they may have dislodged. The had doctor¿s appointment to address this. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Additional information received on (B)(6) 2019 from the patient reported that the battery was dead and the device was not working. It was noted that the manufacturer¿s representative changed the battery and turned the device on. Further information received from the patient on (B)(6) 2019 reported that they saw a error code of maximum settings. The patient also was told the wires may have moved after day 3. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised the patient contact their clinician for the issues. The issue was not resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.